Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. Gehc is recommending replacement of the carrier board. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power to resolve the reported complaint. There was no reported patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. Ge healthcare replaced the display. The initial MDR indicated that the carrier board was going to be replaced.